Event description:
Customer reported to covidien sales representative that the maxa sensor with a philips monitor was reading 100 percent spo2. When they took a blood gas reading, it showed a po2 in the 30s. They tested the pt with a nellcor n65 and the spo2 reading was in the 60s. It is unk if they used the same maxa sensor with philips monitor and the n65. It is also unk if the user tried other cables or sensors with the philips monitor.

Manufacturer narrative:
(B)(4). Lot number was not provided therefore manufacture date is unk. Further information has been requested. At this time, it is unclear if failure was isolated to sensor or monitor.